Event description:
According to the reporter, a capsule failed to attach. There was no harm caused to the patient due to the alleged device malfunction and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal. The vacuum source was medela and the vacuum pressure during placement was 500 - 520mmhg. No lubricant was used to facilitate capsule placement.